Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the reason for the ins explant/replacement on (B)(6) 2017 was due to a displaced set screw with a displaced overlying plastic cover. The patient's weight at the time of the reported event was (B)(6) kg. After ins replacement, the set screw and overlying plastic cover issue was resolved. No symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the ins (sn: (B)(4)) and the ins #8 setscrew (sn: not applicable) found no significant anomaly with the ins. Analysis information -- 10/11/2017 12:16:13 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was received and analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported they had put the ins in the mail to be returned to the manufacturer. On (B)(6)2017, the ins was received by the manufacturer for analysis. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_set_screw, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during explant of the ins on (B)(6) 2017, a screw had fallen out of the ins and the ins had a piece coming off by where the screw had come out. It was noted the screw was found and placed on the table. The cause of the screw falling out and the cause of part of the ins coming off was unknown at the time of the report but the ins will be returned to the manufacturer for analysis. The ins was replaced on (B)(6) 2017. No complications were reported as a result of this event.